Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the connector broke off in the handpiece upon removal during a procedure. There was a delay of the procedure as the fluidics management system (fms) was replaced. Patient impact is unknown. Additional information has been requested and received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The sales rep believes that the incident occurred due to user error becoming familiar with the new kit. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).